Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. It was reported the cystic duct and artery were clipped and then transected. When the surgeon went back to take a look at the structures it was noticed there was some bleeding. Three clips were found in the abdomen. The surgeon then opened another er320 and finished the procedure. The surgeon was worried the clips would not hold and thus kept the patient longer in the hospital. 8/29/1997 it was reported the patient was kept overnight in the hospital.